Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 3.0 mm x 40 mm x 135 cm sterling balloon catheter was advanced for dilatation. The balloon was inflated thrice at 14 atmospheres for 10 seconds. However, during the third inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.